Event description:
During a percutaneous transluminal angioplasty procedure balloon was unable to inflate. Balloon was withdrawn from the pt and tested outside the body where a pinhole was observed. There was np pt injury.